Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. (B)(4). Concomitant medical products: dcb2 detachment control box. The name, phone and email address of the initial reporter is unknown. Conclusion: the healthcare professional reported that during the coil embolization procedure, the deltafill18 4 mm x 15 cm ((B)(4)) was removed from the microcatheter once and it became stretched / deformed in the microcatheter and could not be used. The coil was replaced and the procedure was successfully complete without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event; no unintended detachment in the vessel or in the microcatheter. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (s13328) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the deltafill18 4 mm x 15 cm ((B)(4)) was removed from the microcatheter once and it became stretched / deformed in the microcatheter and could not be used. The coil was replaced and the procedure was successfully complete without further issue or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event; no unintended detachment in the vessel or in the microcatheter.